Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to program a bolus. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 128 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.